Event description:
A malfunction was reported with the pump, which may have been exposed to an x-ray at the airport. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use a backup insulin pump, specifically a new tandem mobi pump, and requested a replacement for the malfunctioning pump. No additional actions were required as the customer declined an out-of-warranty loaner pump.